Manufacturer narrative:
The company service rep examined the system and replaced the pcb. The pcb will be sent for in house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The surgeon reported a system message displayed during surgery. The case was delayed an hour while the system was serviced. The surgeon completed the surgery. Additional info received from the surgeon stated the pt presented with corneal edema. The surgeon stated he is following the pt to see how the corneal edema evolves.